Event description:
Customer has reported that they have experienced incidences of hot packs bursting. There has been no injury or adverse effect to the clinician and/or staff and/or patient that required additional medical care due to hot pack bursting. It is unknown if the pack material made contact with intact or non-intact skin, the clinician and/or staff and/or patient is doing fine.

Manufacturer narrative:
The complaint indicated that samples were not available. We were unable to perform a device history record review since a lot number was not provided. The sample was not provided for evaluation, without a sample or a lot number the root cause cannot be determined. Cardinal health will continue to monitor and trend all similar reported product related issues.